Event description:
Tumt treatment in 2004. No problems at time of treatment. Pt voided fine after removal of catheter. Four days later delayed function on right side. Two weeks later necrosis from bladderneck on right side above ureters. Stent was placed from kidney to bladder due to scarring. Pt was catheterized. It appears as though the right trizone is burned.